Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger broke during the leakage check. The following information was provided by the initial reporter, translated from (B)(6): "after opening a 50 ml bd plastipak syringe, the plunger button on the syringe breaks during the leakage check, resulting in a risk of injury to the caregiver. The syringe is not contaminated with liquid. A syringe from the same batch is used without problems."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.